Event description:
The patient was revised because of poly wear, osteolysis, and loosening.

Manufacturer narrative:
Examination confirms the reported polyethylene wear. The exact root cause could not be determined, but malrotation between the tibial and femoral components may have been contributing factor. The need for corrective action was not indicated. Both the tibial insert and patella product codes are obsolete.